Event description:
The customer states that one pt generated an initial architect sodium assay result of 178 mmol/l. The sample retested at 107 mmol/l. The customer technical advocate advised the customer to replace the ict probe as a troubleshooting step since the age of the ict probe was unk. The customer did not observe any more erratic sodium assay results afer replacing the ict probe. The customer did not report any erratic sodium assay results out of the laboratory. There was no report of impact to pt management.

Manufacturer narrative:
An investigation was performed in response to the customer's complaint of erratic ict pt result generated by architect c8000 in 2008. The investigation of the issue consisted of a review of customer complaints, current c8000 labeling, and the info provided including the complaint text. The replacement of the use ict probe appeared to have resolved the customer's erratic ict result issue. No additional erratic ict result occurrences by c8000 have been reported since this corrective action was taken. The c8000 operations manual provides multiple probable causes and corrective actions to assist the customer to resolve erratic ict results. The ict problem is included as a possible probable cause for the customer's observation which can be resolved by replacement of the probe. The customer was advised to refer to the operation manual and follow these recommended actions to resolve any events of erratic ict result generation. The most probable cause of the erratic ict results was the used damaged ict probe. A review of the complaint history for architect csystem was performed for the time period of 2008. No other complaints for this issue were found. The current rate for architect c8000 erratic occurrences/million tests and complaints/ million tests are below the internal rate documented at launch for the architect c8000. No product deficiency was found. This is a final report. End of report.